Event description:
It was reported that 5 bd microlance¿ 3 needles pierced through their shields. The following information was provided by the initial reporter: "cannula pierced through the closure cap."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd microlance¿ 3 needles pierced through their shields. The following information was provided by the initial reporter: "cannula pierced through the closure cap".

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 304000 and lot number 210827. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. In regard to the defects of cannula pierced through the cap and the cap coming off by itself, we are unfortunately unable to determine a potential manufacturing related cause.